Event description:
It was reported that the alarm 113 has occurred in an arctic sun device. Alarm 113 was reduced water temperature control. Per review of wo on 25jul2025, there was no patient involvement. Per sample evaluation results received via task on 26nov2025, it was reported that there was a failed chiller pump also contributed to the water temperature not dropping. When the device was powered on, only the switch light turned on, and the equipment did not power up. When measuring the power supply voltage, 24v was not detected. The power supply needs to be replaced. Alarm 64 (non-recoverable system error) occurred. Processor circuit card needed to be replaced.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed. The root cause for the reported event is a failed chiller pump. The device was evaluated upon receipt. During evaluation it was found that the chiller pump had failed. The chiller pump was replaced. This device was evaluated for functionality per. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 has occurred in an arctic sun device. Alarm 113 was reduced water temperature control. Per review of wo on 25jul2025, there was no patient involvement. Per sample evaluation results received via task on 26nov2025, it was reported that there was a failed chiller pump also contributed to the water temperature not dropping. When the device was powered on, only the switch light turned on, and the equipment did not power up. When measuring the power supply voltage, 24v was not detected. The power supply needs to be replaced. Alarm 64 (non-recoverable system error) occurred. Processor circuit card needed to be replaced.